Manufacturer narrative:
Based on the information provided at this time, no conclusions can be made. As alleged the "mesh had broken into three pieces," it is unclear what is meant by this and the sample was not returned. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. Infection is a known inherent risk to any surgical procedure. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following allegation was reported by the patient's attorney: on (B)(6) 2017 - the patient underwent hernia repair and was implanted with a bard /davol ventralight st mesh "into his abdominal cavity to keep his hernia from bulging through his abdominal wall. .as reported, "four (4) days after this operation, the patient complained of post-operative pain. A CT scan of his abdominal region showed fluid and air pockets in his abdominal wall. Further, it was observed that patient had superimposed infection/inflammation". On ni/ni/ni - alleged, the patient presented to stat emergency center with a complaints of abdominal pain. The patient had "chronic pain and his abdomen started to become infected. After more visits to the emergency center, the health providers found fluid buildup right next to his hernias. In july, it was observed that his mesh had detached from his hernia. After consultation, patient was scheduled for a third hernia surgery", on (B)(6) 2018 - the patient underwent a third surgery to remove the bard ventralight st mesh. "In the operation report, the doctor noted that patient's hernia was obstructed by gangrene. The mesh was observed to have been "swelling outwards" away from his hernia. The doctor removed the mesh after dissecting down to uninfected muscle. The mesh had broken into three pieces and was causing infection in his muscle tissue. Three samples of patient's dense fibrous muscle were taken to the lab and were noted to have "foreign bodies ¿ light gray synthetic-type material suggestive of mesh" that was causing the inflamed muscle.". 0on (B)(6) 2018 - "the patient still had some abdominal pain and presented to a new doctor for a diagnosis. He was diagnosed with another hernia. However, after running tests and getting an MRI, it was concluded that his pain was not caused by another hernia. This new painful "hernia" was not a hernia at all, but rather it was an abscess resulting from his previous hernias". As alleged by the patient's attorney, "the patient has suffered and continued to suffer permanent pain and suffering, in addition to past and future special damages. As reported, patient sustained bodily injuries. In particular, physical pain and mental anguish in the past; physical pain and mental anguish which, in reasonable probability, he will suffer in the future; physical impairment in the past; physical impairment which, in reasonable probability, he will suffer in the future, due to the alleged defective ventralight st mesh.".